Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple inappropriate auto mode switch( ams) episodes due to oversensing of r waves on atrial channel was observed. No programming changes were made. The physician revised the competitor right ventricular lead. The patient was stable post procedure and no oversensing was observed on the device.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or a serious injury caused by the device. It was indicated that the anomaly was caused or contributed by another source or associated product that was not manufactured by abbott.